Manufacturer narrative:
A device history record review could not be performed as the lot number is unknown. The device was not returned to the manufacturer for inspection/evaluation; however; medical records and images were received. The investigation is confirmed for the alleged filter tilt and perforation of the inferior vena cava. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model rf048f vena cava filter allegedly experienced perforation and tilt. This information was received from one source. There was no reported patient consequence. The patient was reported to be a male weighing (B)(6) pounds; however, all other patient details were not provided.